Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. The returned device indicated a damaged grommet. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that during attempted implant of the device sensing artifacts was observed on the right ventricular (rv) channel. It was also reported that the grommet had dislodged from the device connector block. Therefore the device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product evaluation summary: we received performance data collected from the device and have analyzed the data. Save to disk (std)- std results: ok - no anomalies found. (B)(4).